Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced spontaneous disconnection. The following information was provided by the initial reporter: cpa phoned to alert bd that alaris 2420-0007 infusion sets are disconnecting between the silicone segment and blue upper fitman. This is occurring as the set is taken out of the package. Affected batch 20013381.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 06/02/2020. Investigation conclusion: seventy-three 2420-0007 samples were received for investigation. Sixty in sealed packaging from lot 20013381 and thirteen were received without packaging; four opened 2420-0007 packages from lot 20013381 were also received. A visual inspection of three samples received without packaging confirmed the customer's experience as the tubing had separated from the joint of the upper pumping segment component. Furthermore, manipulation of an additional three samples received without packaging replicated the same separation; a close inspection of the separated tubing did not identify any obvious signs of residual solvent. The remaining sixty samples received in sealed packaging were subjected to tensile strength testing in accordance with the requirements of bs: en: iso 8536-9: infusion equipment for medical use. Fluid lines for use with pressure infusion equipment. All the products met and exceeded the tensile requirements of the standard. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have occurred as a result of an insufficient amount of solvent having been applied at the affected joint; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20013381 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. Furthermore, improvements have been identified to the manufacturing process, including updates to the solvent dispenser manufacturing protocols, additional in-process testing, and the implementation of a new assembly fixture. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product in the international market.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced spontaneous disconnection. The following information was provided by the initial reporter: cpa phoned to alert bd that alaris 2420-0007 infusion sets are disconnecting between the silicone segment and blue upper fitman. This is occurring as the set is taken out of the package. Affected batch (B)(4).